Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that when unpackaging the 4x18mm multi-link 8 balloon expanding stent (bes) the technician noted that the stent had dislodged from the balloon. Therefore, the bes was no used in the procedure. There was no patient involvement and no clinically significant delay reported in the procedure. A 4x15mm multi-link 8 bes was used to complete the procedure. No additional information was provided.

Manufacturer narrative:
A visual and dimensional inspection was performed on the returned stent. The reported stent dislodgement was confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other complaints. A conclusive cause for the reported stent dislodgement could not be determined. Stent dislodgement may be attributed to several factors including, but not limited to, improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during preparation, forced sheath removal, handling of the stent during preparation, interaction with the anatomy, or interaction with accessory devices. In this case, it is possible that inadvertent mishandling during sheath/stylet removal and/or preparation of the device may have contributed to the reported stent dislodgement in addition to the observed material deformation (smashed stent); however, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design, or labeling.